Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had displayed a black screen. A field service engineer had identified a power failure caused by a faulty drawer controller. The defective controller in half-height cubie drawer 4.2 was replaced, and power was successfully restored. The drawer was then accessed via inventory, and the operation was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device displayed a black screen. The customer rebooted the station but still issue persists. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.